Manufacturer narrative:
Additional excluder components included in this report: pxc141200/(B)(4), pxl161407/(B)(4). Results - a review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites). Patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.

Event description:
On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography scan revealed gas in the aneurysmal sac, with no endoleak. The physician suspected an aortoenteric fistula contributing to infection. The patient was placed on a regimen of antibiotic treatment for the infection. On (B)(6) 2012, the patient underwent an exploratory laparotomy, with axillary-bi-femoral bypass and closure of the abdominal fistula. The physician elected not to remove the existing stent-graft system. On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis. (Ctag) to treat the aortoenteric fistula. The ctag device was placed 10 cm proximal to the flow divider of the excluder system. A snorkel technique using viabahn grafts was employed to preserve the patency of the celiac, superior mesenteric, and right renal arteries. The fistula was resolved, and the patient tolerated the procedure.